Manufacturer narrative:
Patient information was not provided by reporter. Additional device product codes are mni, mnh, kwp, and hwq. This report is for one unknown uss c-clamp nut. Part and lot numbers were not provided by the reporter. Other¿UDI# is unavailable. The subject device is expected to be returned to the synthes manufacturer for evaluation. Reporting facility phone number and street address are not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported events in (B)(6) as follows: it was reported that during a surgical procedure to implant a universal spine system (uss) to treat a burst fracture at level l2, it was noted that the tip of the small hexagonal screwdriver was damaged and did not function and the c-clamp was difficult to release. The surgeon was implanting the uss fracture system in order at levels l1 and l3. After reduction of the fracture, followed by the insertion of screws at levels l1 and l3, tightening the rods and generating fixation with the c-clamp with the ring, the surgeon noted the tip of the screwdriver was damaged and did not function. The surgeon also experienced difficulty releasing the c-clamp from the patient's bone. The surgeon had to break the gold c-clamp nut by using a power tool to remove the clamp. The surgery was extended for 40 minutes due to the reported instrument issues. There was no patient harm reported. This report is for one unknown uss c-clamp nut. This report is 2 of 2 for (B)(4).